Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the upper shield part of one (1) tube was crushed and stuck inside the tube. Sample recollection occurred.

Manufacturer narrative:
H.6. Investigation summary: one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged (crushed) tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of damaged (crushed) tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.